Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc foreign matter was found in the fluid pathway. This occurred 5 times. The following information was provided by the initial reporter: the customer reported about black spot(s) found onto the product.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc foreign matter was found in the fluid pathway. This occurred 5 times. The following information was provided by the initial reporter: the customer reported about black spot(s) found onto the product.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 02-may-2022. Investigation summary upon inspection of the received units and the photos it was identified that black foreign matter (fm) is present on multiple units. Thirty-four of the units were found to have black specs present inside the sealed package or seal area. Microscopic inspection found that the foreign matter across all defective units were black grainy solid specks. Multiple of the units were found to have multiple black specs throughout the seal or opened package and two of the units were observed to have foreign matter on the catheter tubing. These two units are units 12 and 24. The units with foreign matter on the catheter tubing were sent for further analysis. Material analysis of units 12 and 24 identified the black specks as carbon dioxide. However, it is unlikely that the foreign matter is carbon dioxide as the black specks that were found were solid and carbon dioxide would need a very low temperature to remain a solid. Additionally, the top five materials listed in the analysis have a match percentage that is less than 60% which provides little confidence that the foreign matter is carbon dioxide. Based on this information, the material analysis results are inconclusive.